Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the rubber stop popped off. A new device used to complete the case. The rubber stopper was confirmed by the reporter to be the seal on the device. No device fragment fell into the patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one port. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual investigation confirmed that the reducer valve seal was disengaged. Functionally, the device functioned normally. The root cause of the observed condition was determined to be a result of a component error. A manufacturing action has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.